Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "textured implant recalled a few years ago" and a rupture. Physician later reported "capsular contracture", baker grade unknown. Healthcare professional later reported "baker 4 cap con." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side "textured implant recalled a few years ago" and a rupture. Device has been explanted.

Event description:
Healthcare professional reported left side "textured implant recalled a few years ago" and a rupture. Physician later reported "capsular contracture", baker grade unknown. Healthcare professional later reported "baker 4 cap con." Device has been explanted.